Event description:
It was reported that pump displayed malfunction alarm that required reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if alarm occurred again.